Event description:
Boston scientific crm received information that this pacemaker was exhibiting a magnet rate of 90ppm for approximately one year and now the magnet rate is 100ppm. The caller noted that over time, the ventricular pacing percentage had decreased from 95% to 3%. The ventricular output is programmed to 6.5v at 1.0 ms. Additionally, the device was noted to be included in the crystal timing component failure mode 2 product advisory.

Manufacturer narrative:
A boston scientific crm technical services consultant stated that the decreased pacing percentage would explain the change in status. The consultant also explained that if the device is very close to elective replacement near (ern), then the device could fluctuate between 90ppm and 100ppm until ern is definitively declared. It is likely the programmer estimate changed and the battery is now considered beginning of life (bol). The device remains implanted an no other adverse events have been reported. This issue will be re-evaluated if additional information is received.